Manufacturer narrative:
The device was subject to an on-site evaluation by dräger in follow-up of the event. The reported ventilator failure could be confirmed. It was found that a securing element had become loose resulting in a dislocation of the diaphragm of the piston ventilator. The diaphragm had obviously contact to surrounding parts during piston movement over a longer period of time and became pinched, finally. This has led to a loss of the auxiliary vacuum pressure; the device responded to that as designed with a shutdown of automatic ventilation. The auxiliary vacuum pressure is required to keep the ventilator diaphragm in place during piston movement and to actuate the valves which control the ventilation cycles. If the vacuum drops below a minimum level due to e.g. A leakage in the dedicated pneumatic circuit, automatic ventilation is not possible. If this condition is present already during pre-use check the device will respond with a failed self-test result. In case of occurrence during use the device will force a shut-down of automatic ventilation and post a corresponding alarm. Manual ventilation with the built-in breathing bag remains possible. It could not be determined why the securing element became loose. The anesthesia workstation was in operation for more than 20 years. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device has been repaired and returned to use.

Event description:
It was reported that a ventilator failure occurred during use of the device. This did not result in consequences for the patient.